Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor is hot and making noises similar to a short wave radio. Patient reports monitor will not power up. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (hot and making noise similar to short wave radio / won't power on) has been confirmed. As received the monitor would not power on. Upon service investigation it was found that the temperature on component q4 (B)(4) would be over 100f when the computer analog (ca) board was powered. The cause for the component q4 becoming hot is a result of component u1 (B)(4) inadvertently turning on. The cause for u1 turning on is due to a defective component u1005 (B)(4). The component u1005 was giving erroneous signals to enable u1. The root cause for the defective component u1005 cannot be positively identified but is likely due to random component failure. No adverse event resulted from the defective ca board component. The patient received a replacement monitor.